Event description:
It was reported that during unpackaging of the 6.0mmx15mmx135cm herculink elite, the stent implant dislodged. Reportedly, there was no resistance noted during removal of the protective sheath and stylet. The device was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 6.0mmx15mmx135cm herculink elite was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.